Manufacturer narrative:
Only the empty lens carton was returned. Associated product information was not provided. The root cause could not be determined for the reported complaint. The lens was not returned for an evaluation. Only the carton was returned. It is unknown if qualified associated products were used with this lens. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation a scratch was found on the lens after implanting into the eye. The lens was removed and replaced. The surgery was completed on the same day with another lens. There was no effect and harm to the patient. Additional information has been requested.